Event description:
It was reported that the lesion was located in the heavily calcified, mildly tortuous, 99% stenosed, proximal right coronary artery. The estimated lesion length was 24 mm. The 2.5x28 mm xience v stent delivery system (sds) advanced through the non-abbott guiding catheter, on a non-abbott guide wire, after predilatation was performed with a non-abbott balloon catheter. The lesion was successfully crossed with the sds. After crossing, the sds was pulled back for accurate placement. While the stent was still on the balloon, the proximal edge of the stent implant compressed and flared about 5 mm inside of the proximal marker. There was a significant proximal flaring on the undeployed stent which resulted in the sds not being able to be advanced or retracted, forcing the deployment of the stent. It was confirmed that the stent was deployed in the lesion site. There was visible compression at proximal edge of deployed stent; however, a noncompliant balloon was able to be advanced through the stent and inflated apposing the stent to the wall successfully. The vessel was patent following the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: medtronic, guide wire: choice pt es, guide cath: ar1. The device is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional and relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.